Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. The complete clip detachment was due to the difficulty deploying the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult deployment and complete clip detachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips (60401u202, 60203u101) were implanted, reducing mr to 2. On (B)(6) 2018, the patient returned with dyspnea and increased mr with a grade of 4 which was due to progression of disease. The two implanted clips were confirmed to be secure on both leaflets. On (B)(6) 2018, an additional mitraclip procedure was performed. The first clip delivery system (cds 80123u123) was advanced to the mitral valve. During deployment, the clip did not initially release from the cds. Troubleshooting was performed; however, the clip had completely detached from both leaflets and remained on the gripper line. The gripper line was held and the cds was retracted, then the steerable guide catheter were removed. A guide catheter and two additional catheters were used as a snare to successfully capture the clip and gripper line. The patient is stable. No clips were implanted. Mr remains at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.